Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called to report a no delivery alarm that she was able to resume and clear. The customer stated that she thought the insulin pump alarmed during the night. The customer's blood glucose reading was 299 mg/dl. The customer was assisted with troubleshooting the device, and was able to successfully prime the device. The customer was informed that the device was working as designed and the alarm was caused by an infusion set or reservoir occlusion. The customer declined replacement supplies. Nothing was replaced or returned for failure analysis.